Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) attempted to inflate the device and noticed the sound of air or fluid moving within the system. Since that incident, he has been unable to operate the pump bulb. The bulb appeared rounded and firm but did not compress. The physician attempted troubleshooting without success. The device remains implanted, and no further information has been provided at this time.